Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with moderate tortuosity and 98% stenosis. During deployment of the 2.75 x 28 mm xience prime stent, a leakage was noted in the stent delivery system (sds). So the sds was withdrawn and an unspecified balloon catheter was used to complete the deployment of the xience prime stent. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft tear/leak was confirmed. Difficult/partial deployment could not be replicated in a testing environment, due to the condition of the returned device, and as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.